Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure to replace the ipg on (B)(6) 2021, the procedure was stopped due to an adverse reaction the patient experienced to the anesthesia. The patient's blood oxygen levels and blood pressure dropped prior to incisions, which were not made. Anesthesiologists worked with the patient until normal biometrics were recovered. Medication was administered, and the procedure was abandoned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.